Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The lcd (liquid crystal display) had missing pixels. The lead flex cover was also found to be contaminated, the upper/lower cases, and the ring and side bail covers were broken, the ring bail was bent, and the battery drawer o-ring was missing.

Event description:
It was reported that when the biomedical engineer was doing routine functional testing of the device, he found the lower display was missing characters for some functions. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.